Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a plastic surgery procedure on (B)(6) 2010 and suture was used. During the procedure the needle broke. The piece of needle was located and retrieved during the operation. There were no adverse pt consequences.